Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted concurrently with lavh.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced chronic cramping, incontinence, frequency and urgency. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted due to sui, dyspareunia, chronic pelvic pain. It was reported that patient underwent mesh excision on (B)(6) 2014 due to dyspareunia.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted concurrently with pereyra urethropexy, incidental appendectomy and transfusion of packed cells due to pop, sui, menorrhagia, dyspareunia and chronic pelvic pain. It was reported that following insertion the patient experienced stabbing abdominal pain that causes her to ¿double over¿ at times, pain that feels like something is tearing insider her abdomen, recurrent utis, yellowish discharge, urinary retention, low back pain that radiates to her hips and legs, constipation, depression and anxiety. (B)(4).